Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the (B)(6) 24 hour helpline inbox that customer was hospitalized in (B)(6) 2015 due to diabetic ketoacidosis. It was reported that customer had an infection which may have led to hospitalization. Several unsuccessful attempts were made to contact customer for more hospitalization information.